Manufacturer narrative:
The root cause cannot be identified. The wrap was not available for evaluation by the site. Without the wrap for evaluation a root cause of the consumer reporting the "small black beads were falling out of one the wraps" cannot be determined. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. There are no product quality related trends identified for the subclass of heat cells damaged/leaking.

Event description:
On 21-nov-2022, a spontaneous report was received from the united states via email from a 70-year-old, female consumer who purchased a thermacare lower back and hip 8hr l/xl 2ct heat wrap on 22-sep-2022. No medical history, allergy information or concomitant product use was provided. On (B)(6) 2022 upon opening the back pain heat wraps, the consumer noticed that small, black beads were falling out of one of the wraps. She crumbled it up, threw away the packaging and was not exposed to the black beads. She stated that she did not use any of the wraps in the box or handle the product anymore after opening the first one and remained asymptomatic. She was solely requesting a replacement of the product. No additional information was provided.